Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Stryker received additional information that there was a patient involvement. Stryker contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank. Section b5 executive summary of supplemental medwatch report 0003015876-2021-02292 indicates: a customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event. Section b5 executive summary of supplemental medwatch report 0003015876-2021-02292 should indicate: a customer contacted stryker to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
The customer was provided with a replacement battery. A proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The reported battery was further evaluated by stryker and it was determined that there was no evidence of malfunction. The battery logs were reviewed and it was confirmed that the battery was used to shock 2 times. The first install date was 11/10/21. When optimally maintained, a new non-rechargeable battery pak can provide approximately 17 hours of ¿on¿ time. This battery depletion was not premature. The root cause of the reported issue is due to normal battery use.

Manufacturer narrative:
Third party service agent evaluated the customer's device and verified a sudden battery depletion through the device electronic records.

Event description:
A customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.